Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was restored following the procedure and the issue is resolved.

Event description:
It was reported the patient was unable to increase the stimulation using the scs system following a recent fall. Diagnostic testing revealed the patient's lead reflected high impedance values on multiple lead contacts. As such, the patient may undergo surgical intervention to address the issue.